Event description:
It was reported that the patient was experiencing bradycardia. It was also reported that the battery was completely depleted, the device could not be interrogated, and that a magnet had no effect on the device. Additionally, it was noted that the battery depletion from the time of the previous interrogation seemed to be sudden. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.